Event description:
Falsely elevated total human chorionic gonadotropin (thcg) results were obtained on three patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica im analyzer. The repeat results recovered lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of adverse health consequences due to the falsely elevated thcg results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on 3 patients on an atellica im 1600 analyzer. Quality control (qc) was in range on the day of testing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument. The cse identified that only one affected sample had an aspiration error, performed alignments of the sample probe to the tip tray, and tested the sample pump, which recovered with acceptable results. The cse performed an acid and base dispense test, inspected wash probes, ran qc precision test, which recovered acceptably. The cse replaced reagent probe 1, performed calibration, and ran qc precision test, which recovered acceptably. The cause of the falsely elevated thcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.